Event description:
Devilbiss healthcare was notified of an incident involving a portable oxygen concentrator by the provider, who stated that the device has heat damage to the casing. The carry case was reportedly melted to the device and was discarded. There is no report of serious harm or injury, no medical intervention. Devilbiss healthcare evaluated the device and thermal damage to the exterior of the unit was observed at the over molding at the bottom of the unit. No thermal damage to the interior of the unit was observed, the fan was found to be operational, and the unit did not get hot during operation. No temperature errors were recorded over the last 13 hours of operation. The fan was found to be operational, and no temperature errors were created during testing. Since the damage was limited to the exterior of the unit and no internal damage was observed, it can be concluded that the damage was caused by an external heat source and the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device. The instructions for use include warnings pertaining to the air inlet and exhaust vents: the carrying case has several openings for proper airflow. Never block the air openings. Never use a carrying case other than one approved by drive devilbiss. Secure the igo2 poc and power supply in your vehicle and make sure the air inlet and exhaust vents are not blocked. Ensure vent holes are not blocked. The igo2 concentrator should be located so as to avoid pollutants or fumes and placed in a well-ventilated place so that the air inlet and exhaust are not blocked. Do not cover unit with a blanket, towel, quilt, or other covering, as the unit may overheat. When device is used under extreme operating conditions, the temperature near the exhaust vents on the bottom of the unit may reach 67 degrees c (152.6 degrees f). Keep bare skin away from this area. Devilbiss healthcare will file an update if additional information becomes available.